Event description:
It was reported that the spike of a clearlink y-type blood/solution set was ¿too short." The reporter stated that this caused the non-baxter ¿blood bag to not empty all the way, along with some frothing to occur in the blood bag.¿ it is unknown if there was patient involvement; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: baxter healthcare - (B)(4). Baxter healthcare ¿ (B)(4).the device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.